Event description:
It was reported that the right ventricular (rv) lead's pacing impedance was higher than the normal range, an insulation anomaly was observed. The rv lead was capped (B)(6) 2023 and replaced. The patient was stable.